Manufacturer narrative:
The investigation was unable to determine the cause of the event with the information available. Additional information was requested from the customer but was not provided.

Event description:
The customer alleged they received questionable bun/urea, creatinine jaffé gen.2 (crej), alp, tsh, total protein, and ion selective electrode (ise) sodium, potassium, chloride results for one patient on their cobas 8000. The customer provided data for discrepant sodium, bun, and crej results that were reported outside the laboratory. The samples were processed on the customer's modular pre analytics (mpa) device. The parent tube was aliquoted by the mpa and archived. The aliquot sample was then tested on the cobas 8000. The patient's initial sodium result was 156 mmol/l, bun result was 47 mg/dl, and the crej result was 2.09 mg/dl. The patient was admitted to the ER and a new sample was drawn. The customer stated the results from the new sample were "normal results". On (B)(6) 2014, the parent tube of the initial sample was repeated. The sodium result was 142 mmol/l, the bun result was 16 mg/dl, and the crej result was 1.15 mg/dl. The original tube was also tested on another cobas 8000, and the results were similar to those produced on (B)(6) 2014. The repeat result were considered correct. No treatment was provided or withheld based on the initial results. No adverse event was reported. The sodium electrode lot number was b84 and the expiration date was 05/31/2015. The bun reagent lot number was 69855401 and the expiration date was 02/28/2015. The crej reagent lot number was 69479701 and the expiration date was 11/30/2015. The field service representative found that the aqn (mpa aliquotor) tip sampled the serum tube with marginal serum liquid volume and aspirated foreign material. He checked and adjusted the aqn tip settings. The customer tested multiple samples without any errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.